Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2017 with the following findings: during investigation, visible moisture was found on the display. The pump powered up to a functioning display. The complaint of a blank display was unable to be duplicated. Unrelated to the original complaint, a leak test failed due to a display lens leak. The pump was opened to find moisture corrosion on the printed circuit board, motor assembly, battery housing, and on the piezo. No moisture was found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.